Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information indicated that initially it took almost a year to adjust dose.

Event description:
The patient told their managing physician that they believed they were part of a recall on the pump. They had been having diminished results from the pump over time and reported less than 50% therapy relief. A couple of catheter access port (cap) aspirations were performed over the last few months, and they had been able to get back cerebrospinal fluid (csf) without any problem. The managing physician stated that the dose had to be increased from 300 mcg/day to 400 mcg/day. The pump was to be replaced on (B)(6) 2014. Their status at the time of the report was alive with no injury. The medication infused was lioresal. On (B)(6) 2014 information was received from a representative indicating the patient had experienced increased tone. The pump was replaced without problems.

Manufacturer narrative:
Analysis of the pump revealed an unexplained event in the exception history log. The following was detected ¿(12h)eeprom uncorrectable error detected, (1bh) motor pulse parameter data restored from rom, and (1ah) motor pulse parameter restored from eeprom¿. The hybrid was removed from the pump and sent for further testing. No significant anomalies were found with the pump. Additional analysis results will be added to this event if a problem is found with the hybrid. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.